Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure. All devices were explanted. Only two leads remain implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21414576. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7025500.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure. Only two leads remained implanted. Additional information was received that the patient underwent an explant procedure due to an infection. The infection was assessed as not procedure or device-related. One implantable pulse generator (ipg) and two lead extensions were explanted. The explanted devices were retained by the medical facility and will not be returned for analysis. The patient was discharged and was doing well postoperatively.